Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death, erosion, pain, fistulas and tracheal stenosis, are surgical and physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of death and surgical complications as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, incision pain, and...port site pain." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."

Event description:
Allergan rep became aware of the death of a lap-band system pt. According to "hear-say", the pt experienced a "flipped port" and required a revision surgery. Based on abdominal pain, the patient returned to the medical facility and an erosion was confirmed that required a band removal surgery. It was also mentioned that a fistula had formed and a stenosis of the trachea required a long-time hospital stay. The pt was discharged and died later [unknown time frame] at home. This info has not been confirmed by the surgeon or hospital. F/u with the surgeon's office and the bariatric clinic was initiated. Allergan requested the serial number of the device and add'l info that may assist in the investigation. No info was provided to allergan, at this time. Any new info will be forwarded, in a f/u report, to the FDA. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.